Event description:
It was reported that pump had usb connection issue that prevented customer from uploading data to glooko despite using multiple original usb cables and attempting pump restart, and glooko support did not identify any issue from their side. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, a replacement pump was arranged within warranty, customer was given instructions for storage and return of affected pump, and device return to tandem was planned, while customer declined to share information about backup insulin therapy.